Event description:
It was reported that during an atrial fibrillation ablation procedure, a nrg transseptal needle was selected for use. It was noted that during insertion into the patients body, the device got stuck. When attempting to expose the tip from the sheath dilator, it stopped within the dilator, preventing the needle tip from coming out. Thus, device was replaced and no patient complications reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a nrg transseptal needle was selected for use. It was noted that during insertion into the patients body, the device got stuck. When attempting to expose the tip from the sheath dilator, it stopped within the dilator, preventing the needle tip from coming out. Thus, device was replaced and no patient complications reported. The device is expected to be returned for analysis. It was further reported that the needle was able to remove from dilator/sheath and did not require excessive force. The needle was shaped manually.

Manufacturer narrative:
Device technical analysis the nrg needle was received for analysis. The device was successfully decontaminated. Flushing test passed with no issues. The device was measured using the vhx microscope for distal and proximal ods and both measures where within specifications and when inserting inside testing dilator no resistance or issues were found and the distal tip protruded correctly. However, the nrg needle failed for curve overlay profile as it was manually reshaped. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the nrg transseptal needle risk documentation was completed and confirmed that the event of difficulty to advance and prolonged procedure were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on the available information, boston scientific selected failure to follow instructions as cause code. For the allegation of device misused manually reshaping the needle is deemed not the best course of action as it could damage the device and increase the risk of injuries. The reported allegation of manual reshape of the device was confirmed based on the device analysis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields. Describe event or problem (b5), in section b - adverse event or product problem, and device codes (f10 and h6), in section f - user facility / importer report information and h - device manufacturers only.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a nrg transseptal needle was selected for use. It was noted that during insertion into the patient's body, the device got stuck. When attempting to expose the tip from the sheath dilator, it stopped within the dilator, preventing the needle tip from coming out. Thus, device was replaced and no patient complications reported. The device is expected to be returned for analysis. It was further reported that the needle was able to remove from dilator/sheath and did not require excessive force. The needle was shaped manually.